Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal via an implanted pump for an unknown indication for use. It was reported that there was pump erosion from the pump pocket and any other symptoms unknown. The pump was eroding through his abdominal pump pocket area. The pump was explanted on (B)(6) 2025 the patient had a history of surgical infection, and it was not known if there were any environmental, external, and patient factors that may have led or contributed to the issue. The system will not be replaced. The issue was resolved at the time of this report. It was noted that the patient had a history of cellulitis. The patient¿s status at the time of this report was ¿alive- with injury¿. Details of the injury included erosion at the pump site in the abdominal area, resulting in pain. Additional information was received from a company representative (rep) on (B)(6) 2025 and it was reported that the pump began to erode from the skin. The patient was deemed to have a history of poor wound healing with other conditions as stated in his medical record, which was disclosed to the rep during the explant. The issue was resolved via explant. The patient requested that the device be returned to his possession, so the rep was unable to return the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and it was reported that there was no further information about his history with infections. The pump was removed due to erosion not due to infection. The issue was resolved with explant. The rep did not know any information about his cellulitis status. The physician was aware of the erosion as he did the explant.